Event description:
The hosp reported that during the saphenous vein harvesting procedure, the tunnel collapsed half way through procedure. A replacement unit was used to complete the procedure. No pt complications were reported.